Event description:
Event description cpi received information that this bipolar lead was removed from service. In the recovery room, the patient had a contraction and the lead became dislodged. The patient was brought back to the or and the lead was replaced with a positive fixation lead.